Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Angina and stenosis are listed in the xience pro x everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was to treat a lesion in the mid right coronary artery (rca). The patient presented to the hospital on (B)(6) 2015 with acute new onset of unstable angina, a 3.5 x 38 mm xience prox stent was implanted and was noted to be well apposed. The patient was compliant with his medication. On (B)(6) 2015, the patient presented with severe angina, angiogram revealed that the xience prox stent had two significant areas of in-stent restenosis. Pre-dilatation was performed with a 3.25 mm non-abbott balloon and a 3.5 x 35 mm non-abbott drug eluting stent was deployed at 14 atmospheres (atms); followed by post-dilatation with a 3.5 x 15 mm non-compliant balloon at 22 atms. Final angioplasty results were good. Reportedly, if patient continues with ongoing angina with restenosis, bypass surgery will be performed. Plavix to be continued for a year from this point. No additional information was provided.